Event description:
The pt was started on a heparin drip, 250 ml, at 20 ml/hr with a fg6201 pump. The pt was later transferred to the coronary care unit and when the pt. Was checked in it was noticed that the bag of heparin was half empty. It was observed that the dripping seemed rapid in the drip chamber. The pump was taken off of the pt. The pt exhibited no ill effects. No medical or surgical intervention was required.